Event description:
The patient was admitted to the endoscopy or suite for an endobronchial ultrasound (ebus). The ebus scope had been successfully inserted into the patient's bronchi to obtain biopsies. The surgeon and the nursing staff proceeded in obtaining pulmonary biopsy with the boston scientific coredx" pulmonary mini-forceps. Doctor inserted the forceps and obtained a biopsy. Upon attempting to remove the biopsy forceps, it was discussed by doctor that the forceps prongs would not close so he was unable to remove the forceps through the biopsy channel. Doctor removed the ebus from the patient with the forceps still intact in the biopsy channel. He manually closed the forceps prongs, thus allow staff to remove the forceps through the biopsy channel.